Event description:
It was reported via repair work order that the recliner would recline too fast and the backrest had lack of support due to a bent mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.